Event description:
Customer reports being unable to test her blood glucose due to a device error on the advantage system. Customer administered her prescribed dose of humalog at 07:30. Customer reports having low blood glucose symptoms throughout the day, with symptoms becoming worse at 13:00. Customer was able to obtain a result of 4.4 mmol/l, at 13:00, on the advantage system; a neighbor heard the customer's call for help, and treated her with juice. Paramedics were called, but medical treatment was not necessary. Customer tested 13 mmol/l on the advantage system 20 mins following treatment with juice. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in foreign country.